Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the highly calcified superficial femoral artery, the catheter tip was allegedly detached. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure in superficial femoral artery, the catheter tip was allegedly detached. It was further reported that the tip was not fully separated from the catheter, it was still attached to the core wire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. A marker band was noted at the distal end of the catheter shaft. Detachment was noted at the distal end. Detached tip of the catheter was missing in the sample. Therefore, the investigation is unconfirmed for the reported separation as the separation was not noted during the evaluation. However, the investigation is confirmed for the identified detachment as the detachment was noted at the distal end of the catheter. A definitive root cause for the reported material separation and identified tip detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (device). H11: h6 (method, result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.